Event description:
Upon removal from the pt's vessel, the catheter was noted stretched and kinked. As the physician advanced the catheter through a 6f sheath, the catheter bent in half in the aorta. The physician tried straightening the catheter out with a wire, but was unsuccessful. The catheter was removed with some difficulty, however, when removed, the physician noticed that the catheter was stretched and kinked.

Manufacturer narrative:
The prod has been returned for eval and testing, however, the engineering eval is not yet completed. Please note add'l info will be submitted within 30 days upon receipt. Attached a copy of medwatch from the hosp. MFR report# 500250000-2008-8002.